Event description:
Bedside registered nurse and orientee were in patient room when they began to smell a burning smell. The iabp screen then went black. Registered nurse tried turning off intra-aortic balloon pump and turning back on, but when turned back on, the intra-aortic balloon pump made a continuous screeching sound and the screen stayed black. They attempted a second time, the machine continued to make the screeching sound, the screen stayed black, and the machine smelled like it was burning. At this point, they wanted to get the patient back on, so they swapped out the intra-aortic balloon pump for a new one. Machine has been tagged out to biomed. Biomed findings: this event is likely a result of fluid intrusion into the digital visual interface cable near the condensation collection bottle. There is also evidence of potential fluid intrusion externally and internally in the photos provided. There appears to be an inherent design flaw that puts a condensation bottle near a digital visual interface cable that carries signal (and power) to the display. When the cable becomes contaminated, it can lead to loss of display signal and power issues potentially causing profound consequences, complications, and interruptions in patient care. In this case, the contamination in and around the digital visual interface cable is believed to have been the source of the problem. Evidence of other possible light contamination was observed, but not believed to be part of the issue. The device case design also allows for easy fluid intrusion in the event of a spill. The manufacturer representative did not note any of the contamination on their service report. We have had two previous cases where the display was reported to have gone black. The device case design also allows for easy fluid intrusion in the event of a spill, and the condensation bottle near dvi cable has proven to be an issue.